Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 14 pro / 2.9.1 / ios 26.1.

Event description:
It was reported that the pump became hot to the touch while charging despite being in room temperature conditions. Reportedly, the customer was charging the pump with non-tandem provided charging supplies. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.